Event description:
It was reported that the pt presented for normal follow up with several inappropriate electrograms stored due to noise on the atrial channel. Physician believed the noise was due to electromagnetic interference. Device was reprogrammed.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.